Manufacturer narrative:
The local distributor performed a full service check and changed a defective measuring chamber. The false pco2 results were caused by a leak in the measuring chamber. The hospital staff performed frequent calibrations and qc's to bypass the unstable pc02 measurement, instead of correcting the root cause. The department for clinical biochemistry has agreed to proactively deal with any instrument issues until the hospital staff have received proper retraining.

Event description:
The patient had copd and was previously in intubated ventilation. He was put in non invasive ventilation (niv) because of erroneous pco2 results from the analyzer. There was no error on the previous qc result. Calibration results for pco2 from the last 19 hours showed errors for drift, and gave warnings on patient results. The last calibration before the measurement was ok, and thus there were no warnings on the reported erroneous result.